Event description:
Reporter stated that patient received the following results, with two different meters within 2 minutes: 400 mg/dl (mobile system 1) and 180 mg/dl (mobile system 2). No actions reported based on these results. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system 2. Reference medwatch with (B)(6) for the mobile system 1. Device will not be returned